Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to shock. The patient recently underwent a pump exchange on (B)(6) 2022. The newly implanted heartmate 3 pump worked without issue and will not be returned as the patient expired with the pump in place. The death was not considered to be device related and the device operated as expected. Related MFR # 2916596-2022-13698 : covers pump exchange on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvad, serial number (B)(6), was not explanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15aug2022. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues reported. No further information was provided. The manufacturer is closing the file on this event.